Event description:
It was further reported, via follow up, the patient had previously presented with ventricular tachycardia (vt), non-st-segment elevation myocardial infarction (nstemi), and congestive heart failure with multiple appropriate shocks in the emergency room. The patient underwent a percutaneous coronary intervention/stenting of the mid left anterior descending (lad) vein. The patient continued to have vt and was treated with anti-arrhythmic medication and two vt ablations, however continued to have recurrent vt requiring shocks. A code was called due to vt and advanced cardiac life support was provided and return of spontaneous circulation was achieved. The patient was transferred to the intensive care unit (ICU) but continued to arrest. Another code was called, however, the patient passed away. It was noted that lv lead capture was unable to be measured due to competing fast rhythm and was not a primary concern for the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible intermittent loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.